Manufacturer narrative:
It was reported that the patient's device was explanted (date not reported). This report is filed on may 02, 2019.

Manufacturer narrative:
This report is submitted on november 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the device subsequent to sustaining a head injury (date not reported). Clinical management is ongoing.